Event description:
On opening deroyal laparoscopy, observed large brown specks on outer light handle cover packaging. Pictures taken, light handle and packing list will be given to quality. No delay in procedure, patient not in the room. Did discard pack and opened individual items for the case.